Event description:
The patient had been in the hospital for 3.5 months for pancreatitis. A CT scan with contrast was done on (B)(6) 2011 for symptoms related to the pancreatitis and it was noted that the catheter was out of the intrathecal space. The outcome was reported as an "ongoing event." The device system as used to deliver morphine.

Event description:
It was later reported that the patient's pump and catheter were both explanted on (B)(6) 2011. Per the reporter, the event resolved on (B)(6) 2011 without sequelae. The medication that was administered via the pump was morphine 20.0 mg/ml concentration at a daily dose of 2.874 mg/day at a simple continuous infusion rate.

Manufacturer narrative:
(B)(4).